Event description:
Boston scientific received information that during a pacemaker device check for this pacer dependent patient, the field representative reported seeing atrial activity being oversensed on this right ventricular (rv) lead, causing rv pacing to be inhibited. There were no adverse patient effects reported and no further information could be obtained at this time.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.